Event description:
A nurse reported that a pt had blue fibers in his eye, postoperatively. The pt returned to the operating room and the fibers were removed. No harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).